Event description:
It was reported that the ventilator was not connected to o2 supply while on patient. The patient died the day after the event. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Manufacturer narrative:
The ventilator was investigated by our field service engineer. The ventilator passed all functional and safety tests and was cleared for clinical use. Evaluation of the received logs revealed that the user started the ventilation at 12:55:41 (B)(6) 2025 and at 12:55:48 (B)(6) 2025 a medium priority alarm for low o2 supply pressure was activated (audible). Probably the high priority low expiratory volume alarm was shown in the alarm/message area as this alarm has a higher priority than the o2 supply pressure alarm. From (B)(6) 2025 12:55:48 to 12:55:54 the user tried to adjust the set o2 concentration. After a user adjustment of the o2 concentration, the o2 concentration alarms are delayed by approximately 50 s in order to prevent nuisance alarm during stabilization of the o2 concentration in the system. The high priority low o2 concentration alarm is activated (audible and visible) at 12:56:40 (B)(6) 2025 and the user silences the alarms after three seconds at 12:56:43. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction. The ventilator was passed pre-use check successfully prior to ventilation start at date of event. According to user facility, the o2 supply was not connected from the beginning. The ventilator detected the lack of o2 supply pressure and alarmed for it according to specification. There is no allegation from the user that a ventilator malfunction in some way caused or contributed to the death of the patient. The conclusion is that the ventilator has been working according to specifications.

Event description:
Manufacturer's ref.#: (B)(4).